Event description:
It was reported that he had severe ¿extremely sharp¿ pain in the spine and legs going down to his feet and arms which was the reason for the pump. The patient stated his blood flow felt ¿like he has rocks going through his blood¿ from the middle of the spine, down his legs, and in his arms/joints. This issue was described as sudden. The patient could hardly move because it hurt so much and he noted he was not very mobile. The patient denied feeling withdrawal symptoms. The patient was concerned he ¿pulled something out.¿ the patient stated the issue ¿could be related to his ¿neurological problem¿ but he was not sure. The patient didn¿t want to call his primary healthcare professional (hcp) because ¿the last time he called the paramedics came and his gallbladder had expanded and was removed eventually¿ ((B)(6) 2015). The patient stated that at the time of gallbladder removal he was told that it ¿appeared the pump was leaking around his stomach¿ by an hcp (not the hcp that managed his pump). The patient had very limited details to explain what was meant by this or how it was determined by an hcp. The patient asked if he accidentally moved in the wrong way and the catheter and pump were disconnected and asked if the pump would alarm. The patient stated that he had ¿bad neuropathy and that his spinal cord lesions/spinal cord injuries/neurological and head injuries. No drug information, event date, or patient outcome was reported. Follow up was being conducted in an effort to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n180048004, implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).